Event description:
The pump was returned for investigation. Investigation revealed that contamination was found under all button key contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the pump was returned for investigation. Investigation revealed that contamination was found under all button key contacts. The contrast keypad button was found to be intermittently responsive; all other keypad buttons were responsive to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.